Manufacturer narrative:
Received one (1) new 146870489 and one (1) used 146870489 primary plum set for inspection. No damages or anomalies noted on either set. Each set was attached to an ICU medical provided IV bag, primed per packaging directions and a flow test was performed using an ICU plum pump. There were no difficulties in priming, no cassette errors, no occlusion alarms were generated, no air in line alarms were generated and no restrictions in flow were observed. A piggyback infusion was infused on each set through the secondary port. There were no errors or alarms. The probable cause of the occlusion alarm is related to material variability in cassette diaphragm stiffness which could cause an increase in the frequency of proximal occlusion alarms. The reported complaint of a proximal occlusion alarm can be confirmed based on a lot history review; corrective actions are in process.

Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.

Event description:
The event occurred on an unspecified date and involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. The customer reported that they have tested the set on multiple pumps, at multiple rates, and it was coming up with either a proximal a occlusion at start up or a proximal b occlusion shortly after the infusion begins. There was patient involvement, however, there was no patient harm reported.